Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda) requiring an additional clips. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade 4+. The patient had myxomatous mitral valve with moderate prolapse and thin leaflets. The first clip delivery system (cds) was advanced to the mitral valve and the clip was place medial of a2/p2 with careful attention to leaflet insertion. Echocardiography confirmed good leaflet insertion. After the clip was deployed, there was increased posterior leaflet motion and a full single leaflet device attachment (slda) occurred, the clip remained attached to the anterior leaflet. Two additional clips placed medial and lateral to the first clip and greatly reduced mr and stabilized the slda. Three clips implanted, reducing mr to 1-2. The patient was hemodynamically stable. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and the reported single leaflet device attachment (slda) appears to be related to patient conditions (myxomatous mitral valve with moderate prolapse and thin leaflets). The unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.